Manufacturer narrative:
Date sent to FDA: 5/4/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 1/14/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2011 during which the surgeon noted adhesions of omentum and hard stuff which he identified as mesh. He used scissors to cut out and explant the mesh. It was reported the patient chronic inflammation, left flank swelling and severe abdominal pain. No additional information is provided.